Event description:
A patient with a history of osteoarthritis, cataracts, incontinence, pneumonia and high cholesterol began a series of synvisc injections (knee unspecified). 5 days later the patient developed an effusion of the left knee. The patient was admitted to the hospital for cellulitis. At the time of this report, the patient's outcome is unknown.